Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: unk / serial or lot#: unk UDI #: (B)(4), device available for evaluation: no, mfg date: unk labeled for single use: no, (B)(4), brand name: heartware ventricular assist system ¿ driveline cover d4: model #: 1175 / catalog #: 1175 / expiration date: unk / serial or lot#: unk UDI #: (B)(4), device available for evaluation: no, mfg date: unk, labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a bent pin on the data connection. A controller exchange was attempted, but not successful as the ventricular assist device (vad) driveline cover was stuck on the driveline. The patient was admitted for servicing. The driveline cover was removed, and residue and a small amount of liquid was observed on the driveline. Cleaning servicing was performed and the controller was successfully exchanged. The vad remains in use and a new driveline cover was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information regarding the controller serial number and related device information. Additional products: d4: expiration date: 30-nov-2021 / serial #: (B)(6), UDI #: (B)(4), d9: yes, return date: 18-jul-2022 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 30-nov-2020 d1: heartware ventricular assist system ¿ driveline cover d9: yes, return date: 25-jul-2022 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information for additional devices: additional products: brand name: heartware ventricular assist system ¿ driveline cover d4: lot#:r020408 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) was not returned for evaluation. The controller ((B)(6)) and the driveline boot cover (lot r020408) were returned for evaluation. A review of the driveline cover inspection records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Visual inspection revealed contamination with the pump connector. The observed controller port contamination is an additional finding not related to the reported event, likely due to the handling of the device. Failure analysis of the returned controller also revealed a bent pin within the serial port. The bent pin did not allow a data cable to properly connect to the controller. During supplemental testing, the bent pin was aligned, after which the controller performed as intended. Review of the alarm log file revealed a vad disconnect alarm was logged on 13-jul-2022 at 14:49:19 indicating a physical disconnection of the driveline from the controller, which corresponds with replacement of the driveline boot cover and reported controller e xchange. Additionally, log files revealed a slight increase in power consumption beginning on 28-jun-2022 leading to parameters above the normal operating range; however no high watt alarms were logged within the analyzed period. The observed high power event is an additional finding not related to the reported event. Based on risk documentation, possible root causes of the observed high power event can be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, and/or inappropriate pump rotational speed. On-site inspection of the driveline cover revealed that the device was stuck and could not be moved. Visual inspection of the returned device and visual evidence provide by the site revealed that the driveline cover was in a damaged condition; therefore, functional testing and dimensional verification could not be performed. On-site inspection and visual inspection also revealed foreign material within the driveline boot cover. Supplemental testing performed on similar samples revealed that, compared to a control sample, the driveline covers analyzed had a decrease in plasticizer content and lower absorbance ratio, indicating that the plasticizer may have degraded. Further testing also revealed a greater mass loss, glass transition temperature, and young¿s modulus than the control sample, resulting in a much stiffer material. Onsite inspection also revealed foreign material between the driveline cover and the outside of the driveline cable¿s connector. As a result, the reported events were confirmed. A cleaning service was performed. A po ssible root cause of the reported foreign material between the driveline cover and the outside of the driveline cable¿s connector can be attributed, but not limited to the handling of the device. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pin within serial port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Additional products: d4: serial or lot#: (B)(6), h3: yes h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0706, c15 h6: FDA conclusion code(s): d01, d11 d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c06, c07 h6: FDA conclusion code(s): d1501 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.